Event description:
It was reported that the pump fell off a table and the touch screen became cracked and unresponsive. Customer¿s blood glucose was 165 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.